Event description:
It has been reported that the syringe 60ml ll tip 1ml 2 oz in 1/4 oz has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: it was reported they also received another email regarding 2 more faulty syringes (lot 9086625. Exp. 2024-03-32). A second incident of two faulty syringes was noted on 9/12/2019 no harm to the patient resulted from the faulty syringes. No change in treatment occurred, defective syringes were simply replaced with functional syringes. There was no exposure to blood the units were : lot9086625. Exp 2024-03-32.

Manufacturer narrative:
H.6. Investigation: two (2) photos were received from the customer for investigation. One (1) photo shows the top web of a blister pack which provides the product number and information. The second (2nd) photo shows a syringe being held by someone. The stopper is fully depressed in the syringe and there are red dots in the syringe barrel behind the stopper as well as red between the stopper ribs. A device history record (DHR) review was performed on batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. CAPA#55639 was initiated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 60ml ll tip 1ml 2 oz in 1/4 oz has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: it was reported they also received another email regarding 2 more faulty syringes (lot 9086625. Exp. 2024-03-32). A second incident of two faulty syringes was noted on (B)(6) 2019. No harm to the patient resulted from the faulty syringes. No change in treatment occurred, defective syringes were simply replaced with functional syringes. There was no exposure to blood. The units were : lot9086625. Exp 2024-03-32.